Manufacturer narrative:
The customer biomed reported the device was displaying a speaker malfunction inop error message and experiencing sporadic sound failures. Replacement parts were ordered and shipped to the customer site. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits sporadic sound. The device was in use on a patient at the time of the event. There was no adverse event reported.